Event description:
It was reported that during an indirect decompression spacer implant procedure, the crown of the implant came off. The implant was properly connected to the inserter and it did not appear that the physician used any excessive force during the procedure. The broken implant was replaced with a new implant and the procedure was completed successfully. The device will not be returned as it was retained by the medical facility.